Event description:
The field engineer reported that the system was arcing and shutting down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.